Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 327 mg/dl and upon removal she noticed that the pink slide insert was not visible in the in the window. She gave herself a manual injection (exact dosage was not provided) and her bg was going down.